Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that a syringe of juvéderm voluma® xc had the plunger pop out of the syringe during injection. Patient contact was made. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: "1.0 ml syringe full of gel received with a cap in an opened voluma xc tray. The plunger rod is disconnected from syringe, the plunger tip is still inside syringe at its usual place."

Event description:
Healthcare professional reported that a syringe of juvéderm voluma® xc had the plunger pop out of the syringe during injection. Patient contact was made. No injuries were reported. The packaged needle was used.